Event description:
It was reported that a balloon rupture occurred. The patient was presented with pulmonary arterial hypertension and chest pain during movement and edema of lower limbs. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified pulmonary artery. A 6.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon burst when pressure was increased to 8 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 8mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that a balloon rupture occurred. The patient was presented with pulmonary arterial hypertension and chest pain during movement and edema of lower limbs. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified pulmonary artery. A 6.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon burst when pressure was increased to 8 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.